Event description:
Essure procedure in (B)(6) 2008 in (B)(6). Following the procedure, pt developed a sever eczema on her body which was resistant to various medical treatments. Prior to procedure, the pt had nickel allergy. The implants are removed by celioscopy with salpingectomy bilateral on (B)(6), 2012. Three days after the removal, the eczema began to disappear. Since no medical treatments were effective prior to removal, doctor concluded that essure devices were causing her symptoms.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.